Event description:
The AED pro design includes a window to allow visualization of patient's cardiac rhythm. The windows are cracking and shattering without displacement of pieces. The devices were purchased few years back and cracks were noticed after two years from the purchased date. Zoll did replace all the screens because they did not have a reason for the cracking of the screens. Once replaced, we followed zoll's recommendations for cleaning and displaying of device. Recently, we have had incidents of the window shattering. The shattered window prevents the team from interpreting the cardiac rhythm doing a cardiac arrest or cardiac event. The AED pro provides a manual option that changes the AED from semiautomatic to manual. With the manual mode, the team was able to interpret the cardiac rhythm, manually charge the device and deliver a shock. This process decreases interruptions in cardiopulmonary resuscitation.